Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported when the patient got home from the implant procedure the device started zapping/spasming them in the buttock at the implant site, and it was getting worse and worse. The patient stated that it was painful and it wasn't like the stimulation they felt in the bike seat area, it was different. It started fairly quickly, so they tried to call someone for help and had called the manufacturer representative (rep), however, they were unable to get a hold of him. The patient then called an on-call healthcare provider (hcp) that worked with the team of hcp's that implanted them, but the hcp was not familiar with the device and told the patient to turn it off, which they did. When the patient was able to get a hold of the rep, they told the patient they could have the device on and seemed confident that the device was not "misfiring" and just needed to be "re-routed". The rep walked them through "something over the phone, she wasn't quite sure what but he took her step by step where he reprogrammed it". Reprogramming seemed to work so they left the device on. The patient told the rep about the zapping and asked him if it was an infection, or if it was caused by "this or that", and the rep said that that no, it wasn't any of those things and the device just needed reprogramming. The rep insisted it wasn't a medical issue but a device issue. The zapping started up again and the patient couldn't get a hold of the rep, so they turned off the implantable neurostimulator (ins). The patient reported that even when the ins was off it was still zapping them, but not as often as before it was every 10-15 minutes. The zapping was just as bad, it was still keeping them awake, and it was zap ping at least once or twice and hour. The hcp didn't know what to do and the patient wanted to get a hold of the rep so that he could reprogram them like they had before. The patient had left the rep a bunch of messages and had called the hcp, who told them there was nothing they could do and to contact the rep. The patient mentioned they were in pain, were so tired because of the zapping and were trying to get a hold of someone to shut the device off. The patient stated at first the zapping seemed to happen more when they were seated, and they would try to lie on their side so they wouldn't be physically touching the device. They would move one way and it would start up and that it didn't seem to be positional, but couldn't get the zapping sensation to stop. The change in symptoms/therapy was sudden. It was noted the patient had started the trial on 2016-07-15, it worked, and they were still in possession of the external neurostimulator (ens) - they were sent home with it when the trial was done. The patient mentioned they had even made sure that the ens was off because they wanted to make the zapping stop. On (B)(6) 2016 the patient reported yesterday the ins was replaced due to jolting spasms. The patient noted that after the prior ins was turned off they went for a drive and during the drive experienced a bad cross between a muscle spasm and electrical shock. At some point the patient had their hcp check them out completely and the hcp told them they did not know why that happened, perhaps the ins needed to be repositioned, or was pressing on something. When the patient's ins was replaced the hcp readjusted where it was sitting and put a stitch in the pocket, but left the lead. It was noted the patient had reacted to an antibiotic, however they did not elaborate.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.